Event description:
It was reported that the ilet pump screen became unresponsive despite an intact, non-cracked display, and the issue persisted after a restart; a replacement pump was arranged and the user reverted to backup therapy, consistent with a device problem of unresponsive controls associated with the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a software problem affecting user interface responsiveness, characterized as a key/button unresponsive issue localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.